Manufacturer narrative:
Analysis of the catheter ((B)(4)) found no significant anomaly. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, unknown dose) via an implantable pump for intractable spasticity and stroke. The hcp reported that the patient did not feel therapeutic change/loosening of their spasticity despite escalating the daily dose. The hcp was not aware of any environmental, external, or patient factors that may have led or contributed to the event. A dye study was attempted on an unknown date but the hcp was not able to aspirate from the catheter. The patient was scheduled for surgical exploration of the catheter on (B)(6) 2018 and replacement if necessary. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-31, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It reported the surgical exploration showed that the catheter had no cerebrospinal fluid (csf) flow after disconnecting the catheter from the pump and after cutting both the pump segment and collet off. At this point, the hcp decided that there was something wrong with the spinal segment. The hcp removed and replaced the entire catheter. The new catheter had good csf flow and was connected to the existing pump. The patient's daily dose and medication concentration were decreased. It was also noted that before the revision, the patient was on baclofen (2,000 mcg/ml, 499.5 mcg/day). After the revision, the patient was on baclofen (500 mcg/ml, 50.0 mcg/day). The cause of the inability to aspirate the catheter was "unknown".

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.